Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch is not working. During troubleshooting, fse found that issue was with the wired footswitch. Wired footswitch was not working, preventing x-rays. Fse replaced the wired foot pedal. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded that failure was confirmed and it is a mechanical failure which may due to more friction while moving and rough use of the unit. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was not working, preventing x-rays. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the wired footswitch. The device was returned to expected functionality.